Manufacturer narrative:
Pump passed all functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and also passed the delivery accuracy test. No unexpected possible over delivery anomaly noted during test. Pump received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 45, 47, 49, and 66 mg/dl at the time of the incident. The customer was at 222 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer has had lows with their last 2 set changes. Troubleshooting was not completed as the customer did not want to disconnect from the pump. Customer believes the recalled sets may have caused their lows, but the sets in their possessions were not part of the recall. The insulin pump will be returned for analysis.